Event description:
A malfunction alarm identified as malf 9 occurred, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was successfully reset with assistance from technical support, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which the customer acknowledged and understood.